Manufacturer narrative:
The return of the device is anticipated for evaluation; however, has not yet been received at conmed corporation to date. A supplemental report will be filed on completion of the quality engineering evaluation. Not yet received from end-user.

Event description:
It was reported, "unit gets a lot of error codes and is shocking people. Several people injured (not serious). Any treatment, if given is unknown at present."

Manufacturer narrative:
The device in question, the system 2450, is an electrosurgical unit (esu) that provides both monopolar and bipolar modes for use in procedures requiring electrosurgical cutting or coagulation. A review of the manufacturing documents from the DHR for lot/serial no. (B)(4) has verified the devices were produced according to current and approved procedures and material specifications. One (1) system 2450 esu was returned to conmed corporation for evaluation. All display, buttons, arm check, fault alarms, activation tones, hand and foot controls function properly. The esu produced correct rf outputs from selected active ports in all modes of operation. Rf leakage to ground, rf leakage to inactive outputs, and mains leakage all measured within product specifications. Esu is loaded with r8f4 software, needs to be updated to current revision. The last fault codes recorded in the devices memory contained seven (7) entries; acc fs fault code is recorded five (5) times - this means a fault with an accessory plugged into the esu via the foot switch. Recorded in memory once was fault code acc lh - this means a fault with an accessory plugged into the front left hand output port. And the last recorded fault code recorded a single time was cp 7 - meaning a short in a control panel button which would result in that button becoming a non-functioning component of the device; however, all control panel buttons functioned as expected with the testing performed on the device. None of these fault codes point to a problem that would result in the esu "shocking" the end-user as reported to the manufacturer. Last power settings were: blend [cut] 60, spray [coag] 40, micro [bipolar] 0. Communications with the end-user facility revealed that none of the reported injuries were serious and none of the people injured received treatment or needed any medical intervention as a result of this reported incident. The returned system 2450 esu operated as intended. With all the electrical testing performed, conmed could not duplicate the reported problem, or, find any problem with the returned system 2450 esu. The complaint investigation has not identified nor confirmed any manufacturing defects associated with the returned devices; therefore, corrective action is not warranted at this time. Conmed is considering this complaint closed.